Event description:
Elegance study. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery extending up to right distal superficial femoral artery with 6.0 mm proximal reference vessel diameter and 6.0 mm distal reference vessel diameter with lesion length of 180 mm and 50% stenosis and was classified as tasc ii a lesion. Treatment of target lesion was performed by dilation using 6.0 mm x 200 mm ranger drug-coated balloon study device. Post treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged from hospital. On (B)(6) 2023, the subject visited the hospital with recurrent severe claudication and was hospitalized on the same day for further evaluation and treatment. On the same day, the subject right lower extremity angiogram performed revealed in-stent occlusion of right sfa stents with distal reconstitution of the posterior tibial artery down to the foot. Per source, on (B)(6) 2023, 144 days post index procedure, in-stent occlusion of right sfa was treated with right femoral to popliteal artery bypass surgery. Additionally, on the same day, thromboendarterectomy was performed in distal external iliac artery and femoral artery. Per edc, the event was considered to be ongoing. On (B)(6) 2023, the subject was discharged from the hospital. On (B)(6) 2023, the subject visited the hospital for planned right lower extremity angiogram with possible recanalization of thrombosed right femoral to popliteal artery bypass graft. On the same day, aortoiliac angiogram performed revealed no evidence of atherosclerotic disease within the aortoiliac segment. Additionally, subject underwent sequential angiogram of right lower extremity demonstrating widely patent common femoral artery and profunda femoral artery with significant collateralization in the thigh reconstituting to popliteal artery and 3-vessel run-off to the foot. Subsequently, on the same day, attempts were made to visualize and cannulate the occluded right femoral to popliteal bypass graft which were unsuccessful. In addition, attempts made to access the chronically occluded right sfa stents were also unsuccessful. On (B)(6) 2023, subject was discharged, and the event is considered to be ongoing. It was further reported that the site has downgraded the causality of the ranger drug coated balloon from causal relationship to not related.

Manufacturer narrative:
A1: patient identifier- (B)(6).

Event description:
The subject underwent treatment with the ranger drug-coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid-sfa extending up to right distal sfa with 6.0 mm proximal reference vessel diameter and 6.0 mm distal reference vessel diameter with lesion length of 180 mm and 50% stenosis and was classified as tasc ii a lesion. Treatment of target lesion was performed by dilation using 6.0 mm x 200 mm ranger drug-coated balloon study device. Post-treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged from hospital. On (B)(6) 2023, the subject visited the hospital with recurrent severe claudication and was hospitalized on the same day for further evaluation and treatment. On the same day, the subject right lower extremity angiogram performed revealed in-stent occlusion of right sfa stents with distal reconstitution of the posterior tibial artery down to the foot. The in-stent occlusion of right sfa was treated with right femoral to popliteal artery bypass surgery. Additionally, on the same day, thromboendarterectomy was performed in distal external iliac artery and femoral artery. The event was considered to be ongoing. On (B)(6) 2023, the subject was discharged from the hospital. On (B)(6) 2023, the subject visited the hospital for planned right lower extremity angiogram with possible recanalization of thrombosed right femoral to popliteal artery bypass graft. On the same day, aortoiliac angiogram performed revealed no evidence of atherosclerotic disease within the aortoiliac segment. Additionally, subject underwent sequential angiogram of right lower extremity demonstrating widely patent common femoral artery and profunda femoral artery with significant collateralization in the thigh reconstituting to popliteal artery and 3-vessel run-off to the foot. Subsequently, on the same day, attempts were made to visualize and cannulate the occluded right femoral to popliteal bypass graft which were unsuccessful. In addition, attempts made to access the chronically occluded right sfa stents were also unsuccessful. On (B)(6) 2023, subject was discharged, and the event is considered to be ongoing.

Manufacturer narrative:
A1: patient identifier- (B)(6).